Manufacturer narrative:
The instrument was returned for evaluation. The original complaint was that the screw came out of the flapper valve; when it was returned to us the hospital had reinserted the screw. Possible cause of screw coming out is wear or it had been disassembled and then reassembled incorrectly.

Event description:
Allegedly, during a laparoscopic vaginal hysterectomy, the doctor noted a small piece of metal in the patient and retrieved it; it was a small screw. The doctor completed the procedure and, per the hospital, patient condition post-op is good. Screw was 4.8mm in length - 4mm in width - mushroom cap on end of screw was 10.8mm.